Manufacturer narrative:
(B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was located in an unspecified vessel of the arm. An encore inflation device was used with a mixed thick contrast. The 8.0mm x 40mm x 80cm sterling¿ balloon catheter was advanced and the balloon was inflated at an unknown atmosphere however upon deflation, the balloon would not deflate completely. A negative pressure was applied, and the physician added "some" saline and tried to dilute the contrast. Venous cutdown was performed and the balloon was removed surgically in an inflated state. The procedure was completed with this device. The patient did not experience any symptoms during this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with a box and non-bsc sheath. The batch number on the packaging and device matched the batch number for this complaint. The position of the sheath on the catheter was measured prior to removal; there was 21cm of the catheter protruding out of the distal end of the sheath and 59cm from the proximal end of the sheath to the strain relief. The shaft was kinked buckled and stretched in numerous places. There was blood and contrast in the inflation lumen and in the balloon. The device was inspected under magnification. The inner shaft was separated 10cm from the distal tip with an 8cm gap between the two ends. The stretched, necked, and buckled appearance of the inner and outer shaft in multiple places suggests that the damage may have been related to tensile overload (material stress/fatigue). The shaft was also kinked at the proximal weld. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was not possible due to the inner separation. The stretched and necked areas of the shaft may have caused inflation lumen restriction which is a known factor for inhibiting balloon deflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was located in an unspecified vessel of the arm. An encore inflation device was used with a mixed thick contrast. The 8.0mm x 40mm x 80cm sterling balloon catheter was advanced and the balloon was inflated at an unknown atmosphere however upon deflation, the balloon would not deflate completely. A negative pressure was applied, and the physician added "some" saline and tried to dilute the contrast. Venous cutdown was performed and the balloon was removed surgically in an inflated state. The procedure was completed with this device. The patient did not experience any symptoms during this event. No patient complications were reported and the patient's status was fine.